Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer rec'd an occlusion alarm. The customer's blood glucose (bg) level was 340 mg/dl. The customer temporarily disconnected from the pump and reverted to backup therapy. The bg level was stabilized. The contact indicated that the cartridge and infusion tubing would be changed and the customer will resume pump use.